Manufacturer narrative:
Device is a combination product.   (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 12x4.00mm promus premier¿ stent was selected for use. However, during preparation, the stent came off the balloon delivery system. The procedure was completed using another 12x4.00mm promus premier¿ stent. No patient complications were reported.